Event description:
Pt had been receiving 5 fu via microject pump since 2/17/99 without problems. On 3/6 pt had problem with 5 fu leaking and crystallized on cassette portion of pump. New pump and cassette placed. On 3/10 when pt came in for routine follow-up, found leaking/crystallized 5fu on this cassette (same lot #). Pt concerned he may not be getting correct dose of 5 fu. Changed to provider pump system. No problems thus far. MFR's rep here 3/10 pm and showed him the problem. Staff is to ship pumps/cassettes to them.